Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette line leaked; further described as "coming out of the door". This occurred during use of the device for peritoneal dialysis therapy. The patient was connected during an unknown cycle of therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.